Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the open r781 is likely external defibrillator. There is no evidence to suggest the device caused or contributed to the patient's passing. Review of the patient's flags suggests that the device was fully functional during use. No adverse event resulted from the defective monitor. The pt did not require a replacement monitor.

Event description:
During investigation into a (B)(6) male pt's monitor, which was returned after the pt had passed, a reportable problem was detected. The monitor failed incoming testing. The territory manager reported possible external defibrillation. The pt did not require a replacement monitor.